Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. According to the call review, the reason for the patient's call was because his new sensor was not pairing. While making the report, the patient mentioned described an episode that occurred 2 weeks prior. The cgm reading was 117 mg/dl and the bg was not checked. It was not mentioned whether the patient experienced symptoms at that time. The patient dosed his usual insulin and ate. An hour and a half later, the patient had blood work done for an upcoming unrelated procedure. The blood glucose level from the blood work was 40 mg/dl. The cgm reading at that time was not documented. The patient experienced lightheadedness. It was not documented whether the patient received treatment for hypoglycemia. The patient drove himself to his aunt's home. There, he felt sleepy and blacked out. After 5 minutes, the patient then regained consciousness. He checked the cgm display device and the reading was 108 mg/dl. There was no report whether the bg was taken at this point, but the patient expressly mentioned that the reading was not right. His aunt called his doctor, and the nurse in-charge called an ambulance. Two paramedics arrived. After receiving an unspecified treatment, the patient passed out again. No values were asked nor reported during this time. The patient was transported to the hospital and admitted for 10 days (5 days in the intensive care unit). A bg was taken at an unspecified time during the hospitalization and was 30 mg/dl. At the hospital, his sensor was taken off his arm. His blood glucose values kept bottoming out for the next 5 day necessitating the 5 days in ICU. He got transferred to a regular room for 5 additional days. Of note, the patient mentioned he inserted a new sensor after discharge. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out and was provided treatment. No additional patient or event information is available.